Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump alarmed motor error. The patient's blood glucose at the time of incident was 7.3 mmol/l. The customer resolved the issue by clearing the alarm and rewinding the insulin pump. The insulin pump also alarmed no delivery a few times during the priming process. A button error alarm had also occurred. Troubleshooting did not occur for the button error alarm. The insulin pump was not returned for analysis.